Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital experiencing syncopal episodes. The crt-p was interrogated and discovered to be in operating in safety mode. Oversensing of noise was also observed on the right ventricular channel causing pacing inhibition with periods of asystole of greater than two seconds. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was admitted to the hospital experiencing syncopal episodes. The crt-p was interrogated and discovered to be in operating in safety mode. Oversensing of noise was also observed on the right ventricular channel causing pacing inhibition with periods of asystole of greater than two seconds. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.